Event description:
The user facility reported that the patient encountered atrial fibrillation (afib), hemothorax and optical signal issue during impella 5.5 support. The patient was given amiodarone as a result of the afib. The optical signal issue was noted via a false impella in aorta alarm while patient was coughing. Finally, heparin was discontinued due to no improvement in hemothorax despite the fact that bleeding stopped.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Optical signal issue: based on the clinical details and data log analysis, the root cause of the optical signal issue is most likely due to patient movement. Arrythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.